Manufacturer narrative:
A partial lead measuring 8.2cm from the connector pin was returned for analysis. The damage found was consistent with procedural damage. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-12159, related manufacturer reference number: 2017865-2021-12160, related manufacturer reference number: 2017865-2021-12162. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is acute respiratory failure and congestive health failure.